Manufacturer narrative:
Quality control results were acceptable. The customer aliquots and freezes the samples to run them in batches. The aliquot of the complained sample showed agglutination. The primary tube was kept at room temperature and was clear. The customer analyzed the primary tubes of random samples and issues with sample quality were observed. The investigation determined the issue is consistent with poor sample quality.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hbsag ii on a cobas 6000 e601 module. An aliquot of the sample tube was tested twice and resulted in hbsag values of 3.76 coi (reactive) and 3.25 coi (reactive). The aliquot of the sample was diluted using an unknown dilution ratio, resulting in an hbsag value of 3.11 coi (reactive). A serum sample collected at the same time was then tested twice, resulting in hbsag values of 0.525 coi (non-reactive) and 0.356 coi (non-reactive). The serum mother tube used as the source of the aliquot was then tested twice, resulting in hbsag values of 0.357 coi (non-reactive) and 0.443 coi (non-reactive).